Manufacturer narrative:
Analysis was performed on the returned device. The reported needles not deploying through the barrel could not be replicated based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The procedure was completed via an 18f sheath. It should be noted that the prostar xl instructions for use states: the prostar xl pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. A conclusive cause for the reported needled deploying through the skin and not through the barrel of the device could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device via an 18f sheath after an abdominal aortic aneurysm (aaa) interventional procedure. The prostar xl was attempted in an access site larger than 10f. Reportedly, the two posterior needles of the prostar xl came out below the device, through the skin, and not through the body of the device. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.